Event description:
It was reported that the r waves differ from normal variations. It was noted that the sensing value on the right ventricular lead gradually decreased and was now low. The lead was explanted and replaced. The patient is enrolled in the pain free/protecta sst study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was intermittency between the pin and cap on the is-1 connector. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was tissue on the helix.